Event description:
It was reported that the lead impedance measured high. The device had stored multiple vf episodes that were triggered by noise. An increase in capture threshold was also noted. Lead fracture suspected. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.